Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: a visual inspection was performed. The reported separation was unable to be confirmed as there were no visible separations to the filter or returned components. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause to the reported separation. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the emboshield nav6 embolic protection system (eps) fell apart during the device prep. The device was not used and there was no patient involvement. Another emboshield nav6 eps was used to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.